Manufacturer narrative:
On 3/19/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/16/2019, mentor became aware that the incorrect lot number, manufacturing date, expiration date and mre results were erroneously reported in the initial report (B)(4). The correct lot number was 7646565. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with a 325cc mentor smooth round moderate profile saline prosthesis on the left side and a 275cc mentor smooth round moderate profile saline prosthesis on the right side, had the new implants placed in the wrong breasts and is not lopsided. Patient reported that the implant on the right was too small and that the larger implant was placed on the left side. In addition, the patient also noted that most of their bras do not fit, uncomfortable going out without a bra, and that when they lean forward, their breast looks like they have nursed a baby. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.